Manufacturer narrative:
The blade subject to this MDR was not returned to the MFR for eval. Part number and lot number info has not been provided to permit further investigation. The root cause is undetermined. Handpiece: (B)(4).

Event description:
It was reported via the customer that there was a broken blade inside the handpiece. It was also reported that there was no pt injury. It was further reported that there was another device readily available and the procedure was completed successfully.